Event description:
Boston scientific received information that this device was explanted due to an infection. Dr. (B)(6) (B)(6) implant date (B)(6) 2007 explant date (B)(6)2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).